Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: additional information was requested, and the following was obtained: were there patient consequences? If yes, please explain. No. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002: device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that the patient underwent an robot assisted laparoscopic bilateral ureteral adhesiolysis+right ureteral resection+bilateral ureteral reimplantation surgery on (B)(6) 2025 and suture was used. During the suturing process using suture, the suture broke multiple times, which affected the smooth progress of the surgery. No patient consequence was reported. Additional information was requested.